Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving fentanyl and unknown drug, unknown concentration at unknown dose via intrathecal drug delivery pump for non-malignant pain and chronic low back pain. It was reported that patient's pump "quit" and patient had her pump replaced "today" at patient worked with a manufacturer representative today that was going to notify her of the medication that was transferred and she was never notified. Patient was on oral medication and patient did not have enough oral medication and "patches" to last her until her next hcp appointment on the "19th of this month" (patient later stated it was the 18th) if they only put saline in the pump and expressed concerns about the possibility of going through withdrawal (patient did not state that she was currently in withdrawal). Patient was not sure if there was currently medication in the pump or saline. If there was medication in the pump it would be "fentanyl", but did not know the dose/concentration. Patient thought the pump was "supposed to be good until november or december of this year", but the pump "totally quit" working and the pump started "beeping every 10 minutes" and that was when she found out she had to have the pump replaced. Because the pump quit working she went through "withdrawal" and she received "patches" to help "alleviate the pain" and the "withdrawal symptoms". No out of box failure was reported. No medical or therapy problem associated with small parts was not reported. No further complications were reported. Additional information was received from a manufacturer's representative (rep). It was reported that the alarm was due to the patient's pump being at end of service (eos). The pump replacement was scheduled after the pump already reached eos. The patient's weight was (B)(6). The account threw away the pump. No further complications were reported.